Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer has not requested getinge to evaluate the iabp in connection with this event. However, the customer has advised that they have receive the replacement solenoid driver board and after replacement, verified that the iabp unit was working and within factory specifications. The iabp was released for clinical use. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by the customer, the cs300 intra-aortic balloon pump (iabp) failed the solenoid driver board portion of the testing. A getinge service territory manager (stm) was informed by the customer during a sale conversation. There was no patient involved and no adverse event was reported.